Manufacturer narrative:
Correction - h6 (clinical signs code, device code). The reported event could not be confirmed based on review of provided information. However, implant -loosening postoperative was confirmed based on information documented by the treating surgeon and by review of available imaging by medical affairs. Review of documents provided indicated the patient presented with right total ankle loosening, right lateral ankle instability, stress fracture right medial malleolus. The patient underwent a right total ankle replacement revision, right lateral ankle ligament reconstruction, right medial malleolus fixation. Findings: tibial and talar component were both loose. Medical affairs reviewed the available information and confirmed the op report statements and no issues with the construct was noted. It was also noted the patient, "has a complex foot and ankle deformity with a previous double arthrodesis to correct the fixed flatfoot deformity. He underwent a infinity total ankle placement and had some initial success but then with increasing pain." The current instructions for use list as a potential adverse effect, "prosthetic components can loosen or migrate due to trauma or loss of fixation" and list as potential late postoperative complications, "pain;...bone fracture by trauma or excessive loading, particularly in the presence of poor bone stock". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient had an infinity total ankle system implanted on (B)(6) 2021. It was noted that "the top fell off his leg and the bottom fell off his ankle." It was reported as dislodged. The patient waited 6 months and then underwent a revision procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device was discarded.

Event description:
It was reported that the patient had an infinity total ankle system implanted on (B)(6) 2021. It was noted that "the top fell off his leg and the bottom fell off his ankle." It was reported as dislodged. The patient waited 6 months and then underwent a revision procedure.